Event description:
It was reported that the user disconnected the ilet system for an MRI and, upon reinitiating use at home with a new dexcom g7 sensor, the cgm attempted to pair with a discarded sensor, consistent with incorrect pairing or pairing to the wrong sensor type; the user was guided to toggle the sensor and complete pairing, after which pairing was confirmed. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms and no need for medical intervention. Investigation included troubleshooting and user education to resolve sensor pairing and confirm proper cgm communication. Investigation of this case revealed user handling and setup error related to cgm pairing, with the cgm sensor pairing process implicated rather than a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error during sensor pairing.